Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: smcic01 (b12600) circlip, smbsh02 (b9340) bushes, smbpr02 (b12766) bumper, smtbc02g (b12651) passive tibial bearing. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported "I just wanted to check the following implant will be compatible to change when the surgeon does the revision. Just to clarify ¿ the prosthesis is okay. The patient only has around 30 degree of flexion and patella baja so the surgeon is planning on doing soft tissue release and changing the bearing surfaces."